Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "#4 and decimal point on keypad not working" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the #4 and decimal points were damaged. The keypad is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's #4 and decimal point keys are not working during setup/preparation in the critical care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.